Event description:
It was reported that the trach tubes were defective. The issue was discovered before placing them into a patient. Additionally it was reported that the cuff was defective. Discovered during pre-test. No injury, no medical intervention.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Two product samples were received for evaluation. Visual and functional testing was performed. Visual inspection found no damaged could be detected. Functional testing found the cuff inflated successfully for two samples; no leaks were detected. Devices passed all functional testing. No problem found. Root cause cannot be determined as the samples were successfully tested and no discrepancies were detected. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).